Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient's ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient was in the operating room on (B)(6) 2019 to repair a hip fracture and the ipg was unable to be placed into surgery mode. In addition, the patient had femur surgery approximately two weeks prior (date unknown) and the device was not placed into surgery mode. Troubleshooting was attempted by a manufacturer representative to no avail. Surgical intervention may take place at a later date to address the issue.